Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
When the surgeon tried to implant the sensor in the patient, no readings were displayed on the icp express. The sensor was replaced by a new one and the case was completed without further issues. The surgeon commented that the sensor had been soaked in the blood during surgery, which might have caused the event. No delay in surgery or harm to the patient was reported.

Manufacturer narrative:
The icp express cable was returned for evaluation. Evaluation of the device found no issues. The device functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.